Manufacturer narrative:
A correlation between the device and the reported event could not be conclusively determined. Sepsis, infection, and stroke are listed in the instructions for use as potential adverse events that may be associated with the use of heartmate ii left ventricular assist system. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
Additional information: it was reported that the date of the first infection was (B)(6) 2010 with (B)(6), but eventually grew enterobacter, enterococcus. The patient was treated with keflex, nafcillin, cipro, augmentin and vanco over the course of treatment. No autopsy was performed and the pump was not explanted.

Manufacturer narrative:
Approximate age of device ¿ 4 years and 11 months. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device. It was reported that the patient had an ischemic stroke in (B)(6) 2015 and (B)(6) 2015 possibly from septic emboli. In (B)(6), the patient presented with expressive aphasia and right sided vision change. In (B)(6), the patient reportedly presented with a septic picture; fever, elevated crp and white blood cells. A blood culture was negative, but the patient reportedly had a chronic driveline infection. It was reported that the patient also had bilateral carotid plaque as well, but given the distribution of the second infarct event it was more likely septic emboli. The patient expired on (B)(6) 2016. No further information was provided.